Event description:
This is an from an investigator in the united states, regarding a subject who was enrolled in corza study (B)(6): phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced low platelet count and anemia after being treated with surgicel original (oxidized regenerated cellulose) for moderate bleeding at retroperitoneal fat soft tissue during kidney transplantation. The subject has never consumed alcohol/used tobacco. The subject¿s current medical condition included anemia, coronary artery disease, type 2 diabetes mellitus, end stage renal disease, hyperlipidemia,biopsy-proven diabetic neuropathy and pulmonary hypertension. The subject¿s surgical history included cardiac catheterization (right and bilateral) and cardiac stent placement. No concomitant medication was reported. On (B)(6) 2026, the subject signed the informed consent form and was randomized to surgicel original group with surgicel original hemostat (2 in × 3 in). The subject underwent kidney transplantation surgery on (B)(6) 2026 during when surgicel original was applied to achieve haemostasis of bleeding at retroperitoneal fat soft tissue. Haemostasis was achieved after 3 minutes of manual compression. The product batch/lot number was not provided. The subject was diagnosed post-operative anemia (moderate) and low platelet count (moderate). Due to post-operative anemia with a drop of hemoglobin to 7, one unit of packed red blood cell (prbcs) was given as a precautionary measure. During implantation of the kidney, oozing from the implanted perinephric fat was observed. The subject received 287 ml of platelet transfusion to manage the perinephric fat oozing. This was considered to be secondary to pre-operative dialysis combined with aspirin. Relevant laboratory test results on (B)(6) 2026 included: post operative hemoglobin level was 7.3 g/dl, with subsequent worsening, creatinine was 8.97, systolic blood pressure was 176mmhg. On an unknown date, hemoglobin dropped to 7.0. On (B)(6) 2026, hemoglobin level was 7.0. On (B)(6) 2026, hemoglobin level was 7.8, platelet count was 84, glucose level was 170 and creatinine was 6.10. The subject received 1 unit of packed red blood cells (prbc) on (B)(6) 2026 as a treatment for anemia. On (B)(6) 2026, the subject was discharged from the hospital. Action taken with surgicel original in response to the events low platelet count and anemia was considered as not applicable (single use). The outcome of the event, anemia was reported as recovering/resolving and event low platelet count was recovered on (B)(6) 2026. The reporter assessed the events, low platelet count as serious (medically significant) and anemia as serious (hospitalization), and the causality as not related to surgicel original. The company assessed the event, low platelet count as serious (medically significant), causality as not related to, and unexpected for treatment with surgicel original. The company assessed the event, anemia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 19-feb-2026 and active follow up information received on 20-feb-2026 which included the following: update on discharge date for the event- anemia, lab test details were updated. This information has been incorporated into the above narrative. Case comments: the company assessed the event, low platelet count as serious (medically significant) and as not related to and unexpected for treatment with surgicel original. The company assessed the event, anemia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 19-feb-2026 and active follow up information received on 20-feb-2026, no changes to above assessment.

Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: b 6. Tests/lab data including dates, b 7. Medical history/preexisting condition. Additional information received: the following information was obtained from form referenced in note (B)(4): on (B)(6) 2026, the study co-ordinator noted during chart review that, on (B)(6) 2026 (routine transplant follow-up visit), the subject had a low hemoglobin level of 7.1 (unit not specified) and repeat labs on (B)(6) 2026 showed hemoglobin 6.4 due to which he was sent to the emergency treatment centre (etc) and received one unit of packed red blood cells (prbc). Transrectal ultrasound (trus) was done to assess possible fluid collection or hematoma that showed negative. The patient responded well to the transfusion, with post transfusion laboratory results showing hemoglobin of 8.9 (unit not specified). The subject was deemed clinically stable for discharge, the same day. Follow up information received on 05-mar-2026, which included: seriousness of the event low platelet count was updated (from medically significant to ime), treatment for the anemia, laboratory data. Case comments: the company assessed the event, low platelet count as serious (medically significant) and as not related to and unexpected for treatment with surgicel original. The company assessed the event, anemia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. Follow up information received on 05-mar-2026. The company assessed the event, low platelet count as serious (important medical event) and as not related to and unexpected for treatment with surgicel original. The company assessed the event, anemia as serious (hospitalization) and as not related to and unexpected for treatment with surgicel original. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.